Manufacturer narrative:
The intraocular lens was received and measured for diopter. Results confirm the diopter is correct as labeled, 21.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol all available information has been included in this report.

Manufacturer narrative:
(B)(4). The returned iol was sent to the manufacturing site for analysis. Evaluation has not yet been concluded. A supplemental MDR will be filed when additional reportable information becomes available.

Event description:
It was reported the intraocular lens (iol) was explanted without injury or complication. Reason stated was a calculation error with the patient. A higher diopter iol was implanted.